Event description:
It was reported a 6f angio-seal vip was used following a percutaneous left subclavian angiogram, aortogram and bilateral runoff procedure via a left subclavian artery puncture. Shortly after deployment, the pt's left hand was noted to be dusky in color and cool to the touch. A weak brachial pulse was palpated and the radial pulse was absent. The pt underwent surgical intervention 3 days later for an embolectomy of the brachial artery, decompression of axillary/subclavian artery hematoma, and removal of the angio-seal device from the subclavian artery. The pt underwent add'l surgical intervention 2 days later for drainage of the left axillary hematoma. The pt returned to interventional radiology 5 days later to evaluate decreased blood flow to the hand. A left upper extremity angiogram was performed via a right femoral graft puncture. Following an arch aortogram and left subclavian angiogram, 2 covered stents were placed over the left axillary artery dissection. A subclavian artery ultrasound was performed. The femoral artery graft puncture was closed with another angio-seal. The pt is reportedly recovering. The physician stated that the angio-seal deployment of '08 (subclavian puncture) was a compassionate use and he was aware that it was an off-label use.

Manufacturer narrative:
No prod was returned for eval. Review of the device history record confirmed this device met mfg requriements prior to shipment. Based on the info rec'd, the cause for the reported events could not be conclusively determined, however, the angio-seal was used in a manner inconsistent with the instructions for use. The angio-seal device instructions for use (IFU) states that the angio-seal is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in pts who have undergone diagnostic angiography or interventional procedures. The IFU instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU states the safety and effectiveness of the angio-seal device has not been established in pts punctured through a vascular graft.